Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited low out of range shock impedance measurements of less than 20 ohms. This lead measurements varied from normal ranges half of the time, to low impedances the other half of the time. Boston scientific technical services (ts) was consulted and suggested some troubleshooting techniques to determine if this was a lead or device issue. As a result of the clinical observations, the lead was explanted. During the explant of the lead, the physician elected to replace this device at the same time to avoid an additional surgery and to ensure therapy delivery in case this was a device issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.